Manufacturer narrative:
The reagent lot number is 908595. The field service engineer (fse) replaced the sample probe and adjusted the probe positioning, and verified wash volumes. The fse confirmed the analyzer was operating within specification. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable triglycerides results for 3 patient samples on a cobas c 503 analytical unit. The customer was prompted to repeat the samples as the the other initial results were accompanied by data flags. Sample 1 had an initial result of 491 mg/dl. The sample was repeated twice and the results were 140 mg/dl and 139 mg/dl. Sample 2 had an initial result of 431 mg/dl. The repeat result was 80.5 mg/dl. Sample 3 had an initial result of 326 mg/dl. The repeat result was 39.3 mg/dl.